Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. E4 - occlusion errors were found in the pump history and it was found that the customer was not resolving the e4 errors per the instructions in the manual. The e4 error is not a malfunction of the pump. No malfunctions were identified during the investigation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first providing an error or alert message. The customer's blood glucose level up to 499 mg/dl. Correction was made via the pump. Blood glucose level under control by parents. No adverse event reported. A request was made for the return of the device.